Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the control printed circuit board was found defective and has been replaced. The issue was decided to be reported as the faulty control printed circuit board may lead to stop of ventilation. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref. #: 909563.

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # brand name, # version or model #. Brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).